Event description:
The manufacturer received information alleging the device failed the check active ventilator service alarms test step during performance verification testing. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at third-party service center, no alarms sounded during test run but error codes for err_obm_accy_urgent_service and err_ripc_comm_to_obm_failed were found in the error log. The interface board was replaced to address the err_ripc_comm_to_obm_failed issue. The err_obm_accy_urgent_service issue will be address by calibration of the oxygen blending module.

Manufacturer narrative:
The manufacturer previously reported concerning receiving information alleging the device failed the check active ventilator service alarms test step during performance verification testing. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at third-party service center, no alarms sounded during test run but error codes for err_obm_accy_urgent_service and err_ripc_comm_to_obm_failed were found in the error log. The interface board was replaced to address the err_ripc_comm_to_obm_failed issue. The err_obm_accy_urgent_service issue will be address by calibration of the oxygen blending module. After the oxygen blending module was calibrated, the device was sent for testing and failed the check oxygen blending module -trilogy leak test step during testing. The blower assembly was replaced to address the issue, the device was retested and full testing passed.